Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2012 the decedent experienced a cardiovascular event after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated with MDR #1225714-2014-02301 and 1225714-2014-02302.